Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the patient passed away on the cycler. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient entered into hospice care (at residence) on (B)(6) 2025 due to failure to thrive and worsening dementia. The patient¿s cognitive decline was reportedly affecting every aspect of her life (e.g., eating, drinking, bathing, moving, pd therapy), and she no longer wished to ¿suffer like this.¿ the nephrologist, the patient, and the patient¿s family held a meeting and agreed that the patient would enter hospice and continue to undergo ccpd until she expired. The patient reportedly passed away peacefully in her sleep on (B)(6) 2025, due to dementia (primary), esrd (secondary), and diabetes mellitus (secondary). The pdrn reported that the patient¿s expiration was unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the patient passed away on the cycler. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient entered into hospice care (at residence) on (B)(6) 2025 due to failure to thrive and worsening dementia. The patient's cognitive decline was reportedly affecting every aspect of her life (e.g., eating, drinking, bathing, moving, pd therapy), and she no longer wished to "suffer like this." The nephrologist, the patient, and the patient's family held a meeting and agreed that the patient would enter hospice and continue to undergo ccpd until she expired. The patient reportedly passed away peacefully in her sleep on (B)(6) 2025, due to dementia (primary), esrd (secondary), and diabetes mellitus (secondary). The pdrn reported that the patient¿s expiration was unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency.

Manufacturer narrative:
Additional information: d9, g4, h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was no evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent and passed a system air leak test and a valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death, as she was undergoing ccpd therapy when she expired. The patient reportedly passed away peacefully in her sleep on (B)(6) 2025, due to dementia (primary), esrd (secondary), and diabetes mellitus (secondary). Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient¿s death was an expected and inevitable outcome given the patient¿s entry into hospice care. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Additionally, hospice care is defined as a medical intervention, with the expected outcome being the patient will expire as a result. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact reported to fresenius customer support that the patient passed away on the cycler. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient entered into hospice care (at residence) on (B)(6) 2025 due to failure to thrive and worsening dementia. The patient¿s cognitive decline was reportedly affecting every aspect of her life (e.g., eating, drinking, bathing, moving, pd therapy), and she no longer wished to ¿suffer like this.¿ the nephrologist, the patient, and the patient¿s family held a meeting and agreed that the patient would enter hospice and continue to undergo ccpd until she expired. The patient reportedly passed away peacefully in her sleep on (B)(6) 2025, due to dementia (primary), esrd (secondary), and diabetes mellitus (secondary). The pdrn reported that the patient¿s expiration was unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency.